Event description:
New information received notes an x-ray was not performed. Physician elected to continue to monitor the patient. Patient is fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic with right ventricular lead noise. Noise was confirmed via isometrics. An x-ray was recommended to determine lead issue and consider lead revision. In the meantime, to prevent pacing inhibition and to prevent inappropriate therapy due to sensing noise, programming changes were discussed. No patient symptoms were reported.